Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor touch screen freezing was confirmed. The system monitor's touchscreen was re-calibrated and the software 7.32 reloaded which resolved the event. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 16jun2014. The system monitor shipped on 18jul2014. The system monitor was manufactured on 19may2014. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Setup and use of the system monitor with the heartmate ii (hmii) power module are documented in the hmii power module instructions for use revision b p.18 - setting up the system monitor for use with the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was hooked up to a mock loop multiple times and would not accept commands to switch between screens. It appeared that the system monitor would freeze when the first initial touch was made on the system monitor. The system monitor had been updated to software v7.23 successfully 2 months prior. The clinical consultant attempted to perform the upgrade again using the stylus without success. The clinical consultant used the stylus to touch the top left, then bottom left, then bottom right corners of the system monitor to initiate the upgrade but it did not work. This was attempted for about 3 minutes, then the system monitor was unplugged and plugged back in and turned off then back on again. The clinical consultant tried to initiate upgrade sequence again, but system monitor stayed on ¿not receiving data¿ screen.